Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer was using lispro insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer loaded a new cartridge to resolve the issues and resume insulin therapy with the pump. Customer's blood glucose level ranged from 116 mg/dl to 183 mg/dl.